Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 intraocular lens (iol) cartridge tip was observed crack. There was no patient contact with the lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer: 09/27/2018. Device returned to manufacturer?: yes. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position. Residue of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed and cracked. The lens was also observed damaged and stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. A search of complaints revealed one additional investigation request for this production order number for an unrelated issue and there was no product deficiency identified. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. There is no indication of a product malfunction or quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.